Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 573 mg/dl at the time of incident and 300 mg/dl. Customer also reported that the insulin pump had an insulin flow blocked alarm. Troubleshooting was performed for high blood glucose and insulin flow blocked alarm. Customer was not tried all remedies. The insulin pump will not be returned for analysis.